Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and was admitted in the hospital. While in the hospital, patient reportedly fell again and had a cardiac arrest. The patient was successfully resuscitated and externally defibrillated for ventricular fibrillation (vf). The patient was intubated and was transferred to the intensive care unit (ICU). It was reported that the device could not be interrogated after this episode, and it was not possible to establish telemetry, however the device continued to have a magnet response. The electrocardiogram (ECG) noted regular implantable pulse generator (ipg) function. The physician questioned if the device was related to the cardiac arrest or contributed to patient falls. The patient was reported to have hypoxic brain damage, and the family elected to not have a device replacement procedure done. Approximately one week after the cardiac arrest, the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall and was admitted in the hospital. While in the hospital, patient reportedly fell again and had a cardiac arrest. The patient was successfully resuscitated and externally defibrillated for ventricular fibrillation (vf). The patient was intubated and was transferred to the intensive care unit (ICU). It was reported that the device could not be interrogated after this episode, and it was not possible to establish telemetry, however the device continued to have a magnet response. The electrocardiogram (ECG) noted regular implantable pulse generator (ipg) function. The physician questioned if the device was related to the cardiac arrest or contributed to patient falls. The patient was reported to have hypoxic brain damage, and the family elected to not have a device replacement procedure done. Approximately one week after the cardiac arrest, the patient passed away.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.